Event description:
As reported by an edwards lifesciences field clinical specialist, frame damage of a 26mm sapien 3 ultra valve occurred during a right-side transfemoral transcatheter aortic valve replacement. The 14fr esheath+, commander delivery system, and valve were prepped in standard fashion. The esheath+ was inserted into the patient without issue. The loader was able to be fully inserted into the sheath but may have been retracted slightly when they began to advance the delivery system. High push force was needed to advance the valve and delivery system through the sheath, but the push force diminished as the valve was advanced into the descending aorta. It was at this time that a bent strut on the valve was observed. All options were discussed, and the team elected to advance the valve to the annulus. The valve was deployed without issue, and no paravalvular leak was noted. The bent valve strut remained after valve deployment. The delivery system and sheath were withdrawn from the patient without issue. The patient left the lab in stable condition and did not experience any injury. Per the field clinical specialist, the perceived root cause of the event may have been the angle or bending of the sheath upon valve entry.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and the revealed the following: procedural fluoroscopy shows deployed valve with one (1) bent strut (approximately 120 degrees) on inflow side. Post-procedural device image shows the sheath strain relief protruding, likely where the valve was stuck. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of manufacturing mitigations supports that the valve has proper inspections in place to detect issues related to the complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve frame damage was confirmed based on the review of provided imagery. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. If the loader was not inserted through the sheath properly, the crimped valve can be exposed to and interact with the inner lumen of the sheath, resulting in frame damage to the inflow side of the valve. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. If excessive device manipulation or high push force was applied to overcome the resistance, it can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests that procedural factors (insertion angle, loader not fully inserted, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.